Event description:
The manufacturer received information alleging a ventilator inoperative error code occurred due to the machine flow sensor drifting above specification. There was no harm or injury reported. The device was received and evaluated by the manufacturer. Review of the log files showed the drift volume of the flow sensor deviated from the standards. The flow sensor needs to be replaced to address the reported issue.